Event description:
Catheter inserted 2" in to ureteral orifice would not advance as md removed catheter, it broke into 3 pieces, catheter was removed entirely. No injury to pt.

Manufacturer narrative:
One opened package containing a used ureteral catheter in three separate segments was received; the fitting was not returned. The segments of the catheter had been bent 180 degrees during return shipping for evaluation. All three segments were placed on a wireguide and both separations were observed to be mating; the entire catheter was returned for evaluation. During the evaluation, the catheter segments were easily advanced, with the exception of navigating the bends, over the .035" wireguide (to stimulate customer's use of a 0.35" sensor wire). Upon close examination of the points of separation, a nearly oval appearance with sharp points opposite each other was observed. One product was pulled from stock in an attempt to recreate the appearance of the separation. Virtually identical points of separation were made by cutting the catheter with scissors. No scraped marks or other deformities were seen on the catheter material. Additional information received from the customer indicated the segments were removed via forceps. The catheter has most likely been damaged by an instrument of undetermined origin causing the difficulty experienced.